Manufacturer narrative:
Isi has received the mcs instrument involved with this complaint and completed investigations. Failure analysis investigations could not replicate or confirm the customer reported failure mode with the evaluation of the instrument. The instrument was tested in house for energy delivery. The mcs instrument delivered energy with no issues and an electrical continuity test passed. Isi also evaluated a mcs tip cover accessory that was returned with the mcs instrument. A visual inspection of the mcs tip cover accessory was conducted and thermal damage was found. Failure analysis determined that the likely cause of the thermal damage was from another energized instrument. Therefore, the thermal damage can be attributed to mishandling/misuse. The mcs tip cover accessory was also found to have tears on the distal end. A follow-up MDR will be submitted if additional information is received. The customer also reported a complaint of a broken cable. The instrument was found to have a broken conductor wire at the wrist, not a cable as initially reported. As a result of the broken conductor wire, the electrical continuity testing was deemed unnecessary to perform as it will ultimately fail. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient allegedly sustained a bowel injury after electrical energy arced through the mcs tip cover accessory installed on an mcs instrument. The bowel injury was reportedly repaired with sutures. However, there is no indication that a malfunction of the mcs instrument or mcs tip cover accessory occurred. The mcs instrument was returned to isi, evaluated, and no trouble was found. In addition, according to failure analysis, the thermal damage found on the mcs tip cover accessory can be attributed to mishandling/misuse.

Event description:
It was initially reported that during a da vinci-assisted prostatectomy procedure, a monopolar curved scissors (mcs) instrument had an unspecified cautery issue and the patient sustained an unspecified injury. On 11/09/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure. According to the csr, electrical energy had allegedly arced from a mcs instrument and the patient reportedly sustained an enterotomy or serosal tear. The surgeon and surgical staff had identified the arcing of electrical energy and bowel injury immediately when the event occurred. The surgeon repaired the bowel injury with sutures. The csr indicated that the surgical procedure was completed and no post-operative complications were reported to her knowledge. On 11/16/2017, isi obtained the following information from the surgeon regarding the reported event: the patient sustained a right external vein burn which was repaired with sutures. The arcing event occurred while lymph node dissection was being performed. The mcs instrument did not collide with any other instruments during the surgical procedure. The surgeon used 40 40 generator settings. The patient has not experienced any post-operative complications. According to the surgeon, the patent is currently doing well with no issues.

Manufacturer narrative:
Additional information and device evaluation information can be found in section. Corrected data can be found in section adverse event or product problem. The monopolar curved scissors (mcs) tip cover accessory was re-evaluated by an intuitive surgical, inc. (Isi) failure analysis (fa) engineer. The fa engineer noted the following: the tip cover accessory exhibited a hole indicative of an arcing event. The hole was roughly 0.040 in diameter and located roughly 0.540 below the distal end opening. The position of the hole was aligned with the proximal clevis where the tip cover accessory is installed on an mcs instrument. There were no tears adjacent to the hole. The fa engineer indicated that it is unlikely that the hole was created by another energized instrument. In regards to the to the da vinci si surgical system, only one monopolar instrument can be active, and a bipolar instrument is unlikely to create a hole since it needs conductive material between the grips to properly deliver energy. The fa engineer indicated that it is more likely that the mcs instrument on which this tip cover accessory was installed had energy leakage which created the hole. The tip cover accessory and mcs instrument showed obvious defects/damage that would contribute to energy leakage causing the thermal damage on the tip cover accessory. Based on the additional and corrected information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the patient allegedly sustained a bowel injury after electrical energy arced through the mcs tip cover accessory installed on an mcs instrument. The bowel injury was reportedly repaired with sutures. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.